Manufacturer narrative:
A titan touch pump was received for analysis. No functional abnormalities were noted with the pump. The information received indicated the device malfunctioned, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2021 and revised on (B)(6) 2021 due to a malfunction of the pump.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2021 and revised on (B)(6) 2021 due to a malfunction of the pump. The information received indicated the device malfunctioned, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
There was a malfunction in this patient's titan otr so it was explanted and replaced with a titan. Additional information received on 10/08/2021: non-operable implant - pump. No other adverse patient effects were reported.